Manufacturer narrative:
A complete lead was returned in one piece measuring 58.5. Analysis was normal, no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after a recent fall with complaint of the left pectoral muscle stimulation. A chest x-ray was performed and was normal. Upon interrogation, the muscle stimulation was replicated, and it was more pronounced in a unipolar pace configuration. The device was reprogrammed. The patient was stable and released from the emergency room. Two days later, the patient still experiencing muscle stimulation. The physician elected to remove the pulse generator as a precaution. The right ventricular lead was explanted and replaced. Patient was stable post-procedure.

Event description:
New information noted that there was possible clavicular crush, insulation anomaly, lead fracture, and capture anomaly.